Event description:
The customer reported that she was hospitalized due to high blood glucose levels, with a reading of 800 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test twice. Found that the customer wears the infusion sets for up to nine days at a time. Advised the customer to change the infusion sets every two to three days. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test, due to faulty force sensor. Unable to complete the functional test due to prime anomaly. Unit had cracked reservoir tube and scratched display window. Noted during visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.